Manufacturer narrative:
(B)(4).

Event description:
It was reported "introducer needle in the kit has a broken hub". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows an introducer needle with a crack in the needle hub. A device history record review was performed and a finding was identified. It was determined that the finding is relevant to this event. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "introducer needle in the kit has a broken hub". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".